Event description:
Reporter indicated that device diagnostic testing at office visit in 7/2002 resulted in high lead impedance (dc-dc code 7 and limit), indicating possible device malfunction. At this time, it was reported that the pt had been seizure free for past month and the physician planned to monitor the pt's condition. Further investigation revealed that high lead impedance was first noted in 2002. The elective replacement indicator flag is no, indicating that the generator is not at end of service. Investigation to date has been unable to rule-out lead break as the cause for the high lead impedance condition, however, generator nearing end of service is a possible cause of the high lead impedance reading based on the projected life determination. Attempts to obtain add'l info have been unsuccessful to date.